Event description:
Prior to starting preventative maintenance, it was reported to the field service representative (fsr) that the unit had no power. There was no patient involvement.

Manufacturer narrative:
The device had been transported from (B)(6). During transport, the power cord wires had come loose from the terminal block inside the base. The unit was repaired in the field, tested to manufacturer's specifications, and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.